Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
A right hip revision procedure has been indicated approximately six years post-implantation due to an unknown reason; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components."

Event description:
A right hip revision procedure has been indicated approximately six years post-implantation due to an unknown reason; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a right hip revision procedure approximately 8 years post-implantation due to local adverse tissue effect from metal-on-metal disease. During the procedure, debridement of pseudocapsule and pseudotumor tissue, serosanguineous fluid, hematoma and oxidation of the trunnion were noted. The femoral head was removed and replaced. An acetabular bearing was implanted to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The head was returned for inspection. Visual inspection of the returned head found the rim to be deformed. Tool marks and scuffing were observed on the outer radius. Black debris is present within the taper. The debris examination revealed deposits on the taper surface. Axial wear or corrosion marks and light surface pitting were also visible on the taper surface. Quantitative eds analysis of the taper surface showed combinations of biological material, possibly evidence of corrosion, possibly transferred from the stem taper. The outcome of the investigation was not affected by the return of the device; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information. Concomitant medical products - 11-103206, name: taperloc por lat fmrl 12.5x145, lot: 014690; 15-106062, name: m2a-38 cup non flared sz 62mm, lot: 318490. The additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions, a supplemental report will be submitted.

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure approximately 8 years post- implantation due to local adverse tissue effect from metal-on-metal disease. During the procedure, debridement of pseudocapsule and pseudotumor tissue, serosanguineous fluid, hematoma and oxidation of the trunnion were noted. The femoral head was removed and replaced. An acetabular bearing was implanted to complete the procedure.